Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/atrial fibrillation (at/af) therapies were disabled due to atrial lead position check failure. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.